Event description:
Customer reported a malfunction on pump, and there was no adverse impact to customer's blood glucose level. Although malfunction code was resettable, customer was unable to reset at the moment and planned to call back when ready to reset pump. No additional actions were taken by technical support at the time of the report.